Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s (mg/dl). A correction bolus was delivered to treat bg levels. Reportedly, customer has unrelated health issues and is working with their health care provider to make pump setting adjustments. Therefore, customer declined to complete any troubleshooting with tandem technical support. Recommendation was made to discuss diabetes management with health care provider.